Event description:
It was reported that the patient¿s device was off and that is why he was not feeling stimulation. However, when the device was turned on and increased, it did not seem to cover all the areas it used to. Impedances were tested, x-rays taken, and reprogramming performed. Per the health care provider (hcp), the patient was to be re-trialed with two compact leads. At the time of the report, the patient was alive with no injury. It was later reported that the system was removed and replaced with two new leads and a new implantable neurostimulator (ins) on (B)(6) 2013. It was noted that there were no additional issues.

Manufacturer narrative:
Product ID: 388733, lot# j0019873v, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. (B)(4).